Event description:
It was reported that the bed has phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed has phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed had phantom motion. Follow-up submitted as further inspection determined the only issue was with the cpu board making a clicking noise. This would be an annoyance issue only, as the cpu was still functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.